Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the overlay was found out of electrical specification. Analysis also found after reboot, the programmer displayed a blank screen with a system error; mpu (main processor unit) pcb (printed circuit board) assembly found to be defective. The spacer between the lem (link electronic module) pcb assembly and mpu pcb assembly was found cracked. Concomitant medical products: product ID 229047 analyzer.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer was not calibrating. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.